Event description:
Mechanical failure of connection component.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Mechanical failure of connection component

Manufacturer narrative:
The affected article is not approved in the USA.